Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen display is blank, but machine continued to operate and unit was swapped out. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He was unable to create issue of screen, check fault logs and nothing significant faults to reference screen. Replaced pcb, color video receiver and completed full pm. The defective components were received for further investigation. The failure analysis and testing dept. Received part, serial, with a reported unit failure of a blank display. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial and tested the part to factory specifications per the cs300 service manual. No issues found with the display. Fat could not verify the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a case, the cs300 intra-aortic balloon pump (iabp) units screen display is blank and had to be switched out.